Event description:
Pt reported to the manufacturer that the ac power cord connector associated with her continuous positive airway pressure device (CPAP) was cracked, exposing the wires. She also believes that the exposed wires could be touched. There were no reports of injury. Despite the requests by the manufacturer, the power cord has not yet been returned for eval. A follow-up report will be filed when additional info is available.